Manufacturer narrative:
Concomitant medical products: product ID: 748295, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 748951, serial# (B)(4), product type: extension. Product ID: 3587a, lot# n0019358, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 7495-66, serial# (B)(4), product type: extension. Product ID: 3998, lot# l66407, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported the neck connection was bad and the health care provider replaced the ins and leads in 2014. The indication for use was complex reg pain syndrome type I. If additional information is received, a follow-up report will be sent.